Event description:
The patient reports nebulizer is functioning poorly. Details unknown, unknown if dose was missed, unknown if patient experienced a negative effect, unknown if defective drug is available for return, unknown if physician is aware, no further info reported. Lot number is unknown.